Manufacturer narrative:
The customer replaced the alt reagent with a fresh reagent cartridge and concluded that the issue was resolved. A beckman coulter fse (field service engineer) was dispatched and discovered that the sample mixer paddle was bent. The fse stated that the bearing fell out of the assembly and the sample mixer paddle had to be replaced. The fse replaced the sample mixer paddle to resolve the issue and repair was verified per established procedures. Failure mode is attributed to a bent sample mixer paddle. (B)(4).

Event description:
The customer reported obtaining one (1) erroneously high alt (alanine transferase) result of 78 iu/l involving the unicel dxc 600 synchron system. No erroneous patient result was reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer repeated the sample two more times and recovered lower alt results of 20 iu/l and 22 iu/l. The customer indicated that the alt result of 20 iu/l was reported out of the laboratory. The customer obtained two (2) low alt qc (quality control) results two (2) days prior to the event. However, repeats of the alt qc performed on the same day were within the laboratory's established range.